Manufacturer narrative:
Results: twenty-eight samples were returned for evaluation. Microscopic evaluation identified no damage on the barrels which would allow leakage. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5293092. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle leaked at the hub during use. No injury or medical intervention.